Event description:
It was reported that catheter was removed on arrival to ICU for "irregular numbers and waveforms" by anesthesia. The hospital provided three lot numbers that were in stock: 58460832, 58457286 and 58449026. No pt complications were reported.

Manufacturer narrative:
Device not returned.